Manufacturer narrative:
Sections with additional information as of 15-mar-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions d8: answered no. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause - mlc-020 use/storage-improper storage user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer on a follow-up call on 21-jan-2021 to find out customer's condition and to ensure that the initial concern was resolved - able to establish contact with customer who stated that she wants to continue using the current meter and does not feel there is anything wrong with the meter. Control solution is sent to test products. Note 2: manufacturer contacted customer multiple follow-up calls to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 155, 138, 180, 125 and 122 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-125 mg/dl. Customer was not using the proper back to back technique at times. The customer feels well and did not report any symptoms. Customer reported that two years ago had an incident where had to call the ambulance. The paramedics had tested the customer's blood glucose and had obtained a result of 40 mg/dl non-fasting (time between tests was not disclosed). Customer was given glucose and taken to the hospital. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).